Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 10-feb-2025 and forwarded to millyard advanced medical products, llc on 13-feb-2025. The patient reported that when she was initiated on remodulin therapy, the incorrect dose was programmed into her system resulting in her experiencing adverse effects. The patient stated she could not breathe and was sweating, and felt she was not getting enough medication. The patient did not seek medical attention. The patient switched to another manufacturer's device that she was familiar with, and the symptoms resolved. It was not reported if troubleshooting was attempted. It is unknown if the programmed dose was accurate according to the patient's prescription. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.